Manufacturer narrative:
The hospital will not release the actual unit involved, but is sending in rep units with the same lot number of 7030288. Upon receipt of these samples, an investigation will be completed and a supplemental report will be submitted.

Event description:
The nurse was flushing the catheter and had good blood return. There was a slight resistance met and then the catheter separated from the metal portion. The catheter was placed in 2007 and had been indwelling for 13 days. They cleaned the site with chloraprep which is a 2% chlorhexidine with 70% alcohol based product. This is the third catheter that has broken on the same pt.